Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was caught on fire. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed no complaint failure found ;found error code 3230 <(>&<)> 3517 in fa (failure analysis ) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.